Event description:
Device malfunction: foot break, time of device malfunction: during the procedure, symptoms/ae: none. It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. The suture was found to have broken when the doctor drew the plunger out from the suture storage device. The device was removed and hemostasis was achieved using manual compression. When the device was received for evaluation, a foot break was found. There were no reported adverse patient sequelae. No additional information available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a partially exposed suture. The suture end was attached to the posterior needle. A suture break could not be confirmed. A posterior foot break was observed. No malfunction was detected and no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.